Event description:
It was reported that the patient lost coverage on the left side. Impedances were checked which showed the #3 electrode was greater than 10,000 with the 2, 4, 10, 12, and 15 electrodes. An x-ray was taken which showed that the lead had migrated. Reprogramming was performed and the issue was resolved. The patient did not want a revision at the time of the report. The healthcare provider (hcp) was aware of the situation.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).